Manufacturer narrative:
SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT A PATIENT EXPERIENCED A SUSPECTED ALLERGY TO COSEAL. THE CAUSE OF THE ALLERGIC REACTION IS UNKNOWN. IT WAS NOT REPORTED IF THE PATIENT WAS HOSPITALIZED OR TREATED FOR THIS EVENT. THE ACTION TAKEN AND THE PATIENT¿S OUTCOME WAS UNKNOWN AT THE TIME OF THIS REPORT. NO ADDITIONAL INFORMATION IS AVAILABLE.

Manufacturer narrative:
Additional Information was added to H6(update codes) and H11.H11: The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.